Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The physician did not feel comfortable reusing the lead and it was explanted. No additional adverse patient effects were reported.